Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was activated even when the toggle was not moved into place. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device was returned to the factory. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. The heater wire was observed to be flexed away from the center of the hot jaw, but remained attached to the tip and the base. The device was evaluated for electrical/cautery function. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test. It produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. Microscopic inspection showed no residue or contamination on the inner switch mechanism. Based on the returned condition of the device and the evaluation results, the reported failure "self-activation or keying" was not confirmed. The analyzed failure "material twisted/bent" was confirmed. A lot history record review was completed for lots 25146236, 25146466, 25146495 the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history.

Manufacturer narrative:
Track wise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was activated even when the toggle was not moved into place. A replacement device was used to complete the procedure. The hospital did not report any patient effects.